Event description:
It was reported that this patient with this pacemaker experienced a significant loss of weight and experienced discomfort. In addition, the pacemaker was visible through the skin. This pacemaker was surgically repositioned under the muscle for cosmetic purposes and remains in service. No additional adverse patient effects were reported.